Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04710. It was reported the patient had an infection at the lead site. Per the patient's wife, the entire system was explanted on (B)(6) 2016.